Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient was experiencing pain at the pocket site and was prescribed cream for the area. The patient did not mention any more pain. The physician could not determine if the pain was device related or not.